Event description:
Report received from the USA stating that the device was "getting hot." The device was being used during surgery but the procedure was unknown to the reporter. There was a small delay in surgery. There was no patient or user injury. There was no user report filed. There was no additional information provided.

Manufacturer narrative:
The device has been received by (B)(4). The event was not confirmed. The device was evaluated and meets the manufacturing specifications. No problem was found. If additional information is received, a supplemental report will be sent. (B)(4).